Event description:
Operative report shows pt had removal and replacement on 6/22/92 with devices of another MFR due to implant wrinkling. Physician said pt had prominent corrugations in both breasts. Attorney alleges plaintiff was seeking med. Treatment for med. Complications caused by defective implants. Pt alleges having swollen lymph nodes. She had lumps and a lumpectomy determined the silicone was leaking and making lumps. A biopsy showed a ruptured implant.